Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Litigation received. Litigation alleges pain, loosening, and metallosis. Litigation didn't indicate which component was loose. If/when we receive more information we will update as needed.

Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot codes were not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Update (B)(6) 2017 medical records received. After review of the medical records for MDR reportability, alleges disability, excruciating pain and limp since index surgery. Following revision, still disabled, pain, limp, limitations, can't sit or stand too long due to pain, numbness, and tingling to feet. Patient revised for recurrent dislocation of the right hip. Revising surgeon noted during procedure "metallosis seen throughout the hip". Computer measurements showed existing cup position "at 53 degrees of abduction and 39 degrees of anteversion...correlates well with...the instability problem". Cup and stem were well fixed. Cup added to complaint. Implant loosening removed, and implant dislocation (liner and head) and malposition (cup) added. Prod/lot updated. Included metal ion lab results are < 7.0 ppb.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.